Event description:
It was reported that balloon rupture occurred. A 3.25mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. There was no kink prior to use and no resistance were encountered. However, on the first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 6mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. There was no kink prior to use and no resistance were encountered. However, on the first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.